Manufacturer narrative:
Product investigation completed. The cylinders were visually inspected and functionally tested. Cylinder 1 has a leak in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole and tool marking were present. Cylinder 1 was not pressure test due to leak identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. The pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis identified device malfunction with the returned pump. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Testing showed that when the pump was pressed it would dimple. The staff attempted troubleshooting techniques but they did not work as expected. Two weeks later the existing device was removed and replaced with a new one. The new device was tested several times and the patient was retrained in how to use the pump. After the procedure the patient got better.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Testing showed that when the pump was pressed it would dimple. The staff attempted troubleshooting techniques but they did not work as expected. Two weeks later the existing device was removed and replaced with a new one. The new device was tested several times and the patient was retrained in how to use the pump. After the procedure the patient got better.